Manufacturer narrative:
According to the practitioner the four implants didn't take and failed to integrate. The four implant have been placed in 14,15, 16 and 17 position on (B)(6) 2017. One month after the implantation, the practitioner has found that the four implant failed to integrate.

Event description:
Four implants fail to osseointegrate.